Manufacturer narrative:
The biomedical engineer reseated the data acquisition board to address the reported problem as advised by the product support technician. The determination could not be made that the device failed to meet specifications. The v60 ventilator was not in use at the time of the event.

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.